Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation.visual inspection of the actual sample showed that the set deaeration chamber was cracked, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of a prismaflex st150 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.